Event description:
The customer reported receiving an error message on their freestyle freedom blood glucose meter, because of this issue and her fasting, she reported losing consciousness. The customer was treated at selesia hospital in the ER. She was diagnosed with hypoglycemia and treated with a glucose IV. No report of death or permanent impairment was associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.

Manufacturer narrative:
The returned meter was investigated with retained test strips of a different lot number. The meter powered on with button press and strip insertion. Control solution testing was performed. All results were within range specification and no errors were observed. No new issues were observed. The complaint is not confirmed.